Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow accuracy testing. No adverse patient effects were reported.

Event description:
No patient involvement.